Event description:
It was reported on (B)(6) 2022, a 18mm amplatzer amulet was selected for a procedure using a 14f amplatzer steerable delivery sheath. The inner diameter of the delivery sheath catheter used was 4.7mm ID, 6.0mm od. During the procedure the device was difficult to position in the small neck of the left atrial appendage (laa) resulting in aborting the procedure. The device was not completely retracted into the delivery system and there was multiple manipulations of the device during procedure. Heparin was administered with a activated clotting time (act) levels of 267 seconds during the procedure. A small effusion was noted which did not lead to cardiac tamponade, and was reportedly dissipating after giving protamine. The patient was observed and was re-imaged in 2-4 hours via transthoracic echocardiogram (tte); results were unknown. The patient remain hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty positioning the device and small effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.